Event description:
It was reported that patient underwent a humerus surgery implantation of a multiloc nail (left side, size 8.5, 240mm). During the operation, 3 x 3.2 drill bit broke. The 1st 2 drill bit were used for the anterior posterior distal holes (x2). The 1st drill bit was mallet and several minutes later, it was observed that the tip of the drill bit broke. The 2nd drill was drill with the trauma recon system (trs) and the tip broke thereafter. The 3rd drill bit was drilled through the distal lateral oblique hole with the trs. However, the drill bit broke and surgeon did not proceed to fill a screw in the hole as surgeon struggled to perform distal locking due to fracture pattern. Surgery delay 30 minutes. Procedure successfully completed. Fragments generated and not removed easily without additional intervention. Patient consequence not reported at this time.

Manufacturer narrative:
Product complaint #: (B)(4). This report is 1 of 3. Additional narrative: age: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.010.103. Lot # 359p138. Manufacturing site: (B)(4). Release to warehouse date: september 23, 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø3.2 calibr l145 3flute was observed broken from the tip. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the drill bit ø3.2 calibr l145 3flute was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø3.2 calibr l145 3flute would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "whatsapp image 2022-02-25 at 07.32.18 (1).jpeg" and "whatsapp image 2022-02-25 at 07.32.18.jpeg". Visual analysis of the photo revealed that the drill bit ø3.2 calibr l145 3flute (p. Code: 03.010.103 lot number: 359p138) is broken from the tip. However it is not possible to confirm embedded condition based on evidence provided. No other issue was detected on it. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø3.2 calibr l145 3flute (p. Code: 03.010.103 lot number: 359p138)]. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.